Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications. No battery out limit alarms noted. The insulin pump was received with battery indicator functioning properly. The insulin pump was received with minor scratches on lcd window and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump would not display a full battery. The customer reported that they received an alarm that the battery needs to be replaced. The customer reported that they already received a new battery cap but the issue persisted. The customer's blood glucose was unknown at the time of incident. The insulin pump will be replaced and will be returned for analysis.